Event description:
It was reported that the customer's pump screen would not turn on, resulting in it being non-functional. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer on troubleshooting steps, but the pump failed to respond, leading to the decision to replace the pump under warranty. The customer was advised to use multiple daily injections as a backup therapy to ensure continued insulin delivery, provided instructions for putting the pump into storage mode, and was guided on returning the faulty pump using a prepaid label.